Manufacturer narrative:
Result - cracked siderail inner panel, missing motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was missing, and the patient left inner siderail panel was cracked with sharp edges. It is unknown if there was patient involvement or adverse consequences to report.